Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('next step is hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced syncope ("fainted") and procedural pain ("pain next two days after procedure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, syncope and procedural pain outcome was unknown. The reporter considered medical device removal, procedural pain and syncope to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- reporter information was added.event added as faint and pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('next step is hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced syncope ("fainted"), procedural pain ("pain next two days after procedure"), abdominal pain ("I have had bad cramping/pains"), procedural headache ("headache"), procedural dizziness ("dizziness") and abdominal distension ("bloated feeling"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, syncope, procedural pain, abdominal pain, procedural headache, procedural dizziness and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, medical device removal, procedural dizziness, procedural headache, procedural pain and syncope to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New reporter added. New events 'abdominal pain', 'post procedural pain', 'post procedural headache', 'post procedural dizziness' and 'bloated feeling' added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("next step is hysterectomy") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('next step is hysterectomy') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.